Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said during the evaluation and for the first 3 4 days, everything went fine but since monday it has been terrible, with a lot of leakage and frequency, it's been progressively worse. Patient said they been using the control equipment and increasing and decreasing and one of the times they connected stim came on too strong without them changing it. Pt said, last night they went to the bathroom 3 times and this morning after they had their cup of coffee they were, going every 15 minutes. Reviewed some post-surgical and equipment use information and asked pt if they were swiping the on circle on the bottom of the screen to off and pt confirmed they have been doing that. Reviewed some interstim therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their doctor. The patient mentioned they have a follow up appointment with their doctor on november 30th, they have a call in to their doctor and are waiting for a call back.